Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Changing the bulb resolved the customer¿s issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source. Showed error code e103 (ignition error), during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer ordered a new bulb for the unit. After replacing bulb, the issue was resolved. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.